Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow keypad button was intermittently responsive. All of other keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under all the key contacts. Unrelated to the complaint, the vibration motor was found to be misaligned. The pump was opened and the vibration contact was realigned. The pump auditory alarm system would still alarm to alert the user of an issue.

Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. This complaint was reported due to the alleged keypad issue.